Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the quality investigation, the impreglon coating on the device was worn off. This condition could cause the device to stick, and not allow the collet to release the pin.

Event description:
It was reported that pins are getting stuck in the device. There were no adverse consequences associated with this event.